Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. It was determined that the cause of the reported issue was due to a cracked and electrically shorted capacitor, designator c181.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.